Manufacturer narrative:
The prod pertaining to this complaint was not returned; however, the lens was received and a haptic is torn off into the optic and is missing. There is another portion of the lens optic torn off & missing & two tears the lens. There is clear surgical residue on the lens. It should be noted that the injector was not returned for eval. Eval conclusions - a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in mfg release testing and eval of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.

Event description:
The reporter stated that the surgeon was inserting a three piece collamer lens in a cq cartridge and due to a crack in the cartridge, the haptic got caught in it and tore off. The lens was removed without enlarging the incision or suture. No pt injury.